Manufacturer narrative:
Inestigation is not complete. Event device code addressed in pacakage insert. This report will be amended when the investigation is complete. Additional info has been requested. Event occurred in belgium.

Event description:
Female, 47 yrs, normal activity. Allegedly unusual wear.